Event description:
It was reported that when using the bd pyxis¿ medbank tower login screen was zoomed, and users were unable to log in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen was zoomed in and user was unable to login. A technical support specialist reached out to the customer support internal team for assistance with this issue, and support engineer remoted in to investigate. The issue was identified as a failed software upgrade, assisted with setting up remote support service (rss) and deploying an automatic update, after which the issue was fully resolved. The system functioned as intended after the technical support specialist and customer support specialist troubleshot the device.